Manufacturer narrative:
This device is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the device was returned dry in a lens case/vial. Visual inspection found the optic torn/split, haptic torn/broken/bent/deformed, foreign material on lens surface (lens broken in two pieces). No similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon tried to implant a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+2.5/73 diopter, into the patient's right eye (od) and the lens tore/broke before injection into the eye. The lens was not implanted. Patient's post-op best-corrected visual acuity on (B)(6) 2016 was 20/20.